Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphadenopathy and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "destroyed implant". Healthcare professional later reported left side rupture via MRI. Additional events of "on the periphery, the presence of free silicone is determined" and "enlarged lymph node on the left is 1.5 x 1.1 cm". Device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is a medical event and is not related to the device. ¿ migration: unable to observe since it is a medical event and is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side side "destroyed implant". Healthcare professional later reported left side rupture via MRI. Additional events of "on the periphery, the presence of free silicone is determined" and "enlarged lymph node on the left is 1.5 x 1.1 cm". Device has been explanted and replaced with non-abbvie device.